Manufacturer narrative:
Testing performed on the device concluded with no fault found. A review of the logs indicated an issue with the mfc (mass flow controller). This was replaced as a precautionary measure.

Event description:
Perfusionist reported that they were unable to control the sweep during a case. We consider inability to manage gas flow to be a reportable event, despite no harm to the patient involved.